Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: duo-decapolar catheter, carto3-rmt system, lasso catheter other companies¿ devices were used in this study: duo-decapolar catheter (st. Jude medical) (B)(4).

Event description:
This complaint is from a literature source. It was reported 2 patients with symptomatic, antiarrhythmic drug (aad) refractory atrial fibrillation underwent radiofrequency ablation and developed femoral artery pseudoaneurysm. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿long-term outcome of left atrial voltage-guided substrate ablation during atrial fibrillation: a novel adjunctive ablation strategy.¿ the purpose of this study was to determine the long-term outcome of left atrial (la) low voltage area (lva)-guided modification during atrial fibrillation (af) as an adjunct to pulmonary vein electrical isolation (pvi). Two hundred one (201) patients have been enrolled between (B)(6) 2010 and (B)(6) 2014. Suspect device is thermocool rmt catheter, however, catalog and lot number are unknown.

Manufacturer narrative:
This report is to provide attachment of the article (complaint source). Manufacturer¿s reference: (B)(4).